Manufacturer narrative:
Section d10: concomitant products - equinox square torque define screw drive kit (cat# 300-20-02 / serial# (B)(6) ) - equinoxe, humeral head short, 41mm (alpha) (cat# 310-01-41 / serial# (B)(6)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately nine months post initial left tsa, the 64 y/o male patient had a stage 2 revision as planned by the surgeon. Patient had a weak bone. Surgeon inserted a hemi plus a bone graft in the last revision. Surgeon removed the glenoid bone graft and inserted a reverse shoulder. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or images. The devices are not available for evaluation as they were disposed by the hospital. No other patient information/medical history reported